Event description:
The patient reported that approximately one month ago, he began to experience elevated blood glucose up to 310 mg/dl, due to insulin leaking from the cannula of the infusion site. He changed the infusion site and bolused to lower his blood glucose. He stated that he changes the infusion site every 2 days and the infusion tubing every 4-5 days. His normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. The patient will return unused infusion sets from the same lot.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.